Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. Additional h11: code: z347, lot: 1083da, exp: mar 2030 pds*ii violet monofilament 1 (4-0 metric) 36'' (90 cm) CT-1 36 mm 1/2c taper: ethicon endo surgery, side affected: not applicable, quantity affected: 1, quantity available to be returned: 0 list any j&j products that were utilized during the case but did not contribute to the reported event. Was there any reported patient or user harm? No. Was there a significant delay? No. If available, provide the product order number (po). Do you need product packaging to send the product back? No. Would you like a return label at the end of this process? No.

Event description:
It was reported that a patient underwent lap hysterectomy procedure on (B)(6) 2026 and suture was used. During the procedure, I was assisting during a laparoscopic hysterectomy, and while the surgeon was placing a laparoscopic suture to close the vaginal cuff, the suture broke. The surgeon did not apply any excessive tension to the suture. Everyone in the room was surprised by this. No adverse patient consequences were reported. Additional information was requested.